Event description:
Customer reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, 235 mg/dl, and 165 mg/dl within 10 minutes on the advantage system. Customer reporter no symptoms, did not treat or act on results. No adverse event reported. A request with made for the return of the system, replacement was sent.